Event description:
A pt was planned for a vaginal cylinder (hdr) procedure. Approved plan prescribed 4 gy to target organ (vaginal canal) and 4.61 gy to rectum. On the first of three fractions, the cylinder was inserted by the authorized user (au) in the rectum instead of the vaginal canal. The au reviewed the film and approved the position for treatment. The physicist determined that the rectum received approx 6.1 gy (132% of the prescribed dose). At the time of this report, it appears that the intended treatment target received less than 2 gy (less than 50% of prescribed dose). The cause is identified as human error.

Manufacturer narrative:
Event caused by operator error. Hospital follow up together with (B)(4).